Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (ecgs non-functional) was confirmed due to the white pulse wire being pinched at the ECG ¿c&d¿ cable. The belt was unable to complete a falloff test. The root cause for the pinched wire was unable to be positively identified. There was no adverse event that resulted from the damaged belt. Device evaluation of battery pack (B)(6) has been completed. The reported problem (will not power up) was confirmed due to a loose bus bar inside of the battery. As received, the battery pack was unable to power a test monitor and charge. The root cause of the loose busbar cannot be positively identified. There was no adverse event that resulted from the damaged battery.

Event description:
A us distributor reported that an electrode belt had non-functional ecgs. A us distributor reported that a battery was unable to power on a monitor.